Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery. A 3.5 x 38 mm and a 3.00 x 32 mm promus element ¿ drug-eluting stents(des) were deployed to treat the lesion. However, after post dilatation, the physician noticed an edge dissection in the distal part of the 3.00 x 32 mm promus element ¿ des. A 2.5 x 28 mm promus element ¿ des was then deployed in an overlapping manner, distally to the stent to cover the edge dissection and the procedure was completed. No further complications were reported and the patient's status was stable.